Manufacturer narrative:
On march 30, 2023, mentor received additional information indicating that the following information: date of implantation, date of explant, and date of event. In addition, the patient's capsular contractures were baker grade 4 on the left and baker grade 3 on the right. The lot number of the devices is 7610175 on both sides and were implanted for primary breast augmentation. The patient's implants were replaced with two catalog: htpx325; lot number 9747148. Mentor became aware that the suspect medical devices were manufactured by mentor medical systems b.v, located in leiden, the netherlands. This is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the last report for this complaint file. No further supplemental will be submitted.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 365cc mentor memorygel xtra breast implants and suffered bilateral breast capsular contractures (baker grade unknown), post-operatively. As a result, the patient underwent bilateral breast implant removal surgery on an unspecified date.this medwatch form is for the left breast prosthesis.